Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accuu tnl) result from a single pt sample, that was generated by the access 2 instrument. An initial accu tnl result was 8.1 ng/ml. It is unk if the result was reported out of the lab. On the same day, the pt original sample was re-tested for accu tnl. The reported accu tnl result was 0.1ng/ml. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.